Event description:
Customer reported being hospitalized due to high blood glucose, and having difficulty with gastro paresis and low iron levels. Doctor has not made determination for hospitalization. Troubleshooting was performed; the pump was having display problems and is returning for analysis.